Manufacturer narrative:
The complaint was received on a 3500a form from the facility. It has been confirmed that the report was not filed directly with the FDA; however, an MFR number was provided as 330-2700000 2015 007 for your records. Date of post-operative plate breakage and nonunion are unknown. At this time, the patient is deciding whether or not to return the devices to the manufacturer for review/investigation. It is unknown if/when they will be returned. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with two (2) 3.5mm crossing screws that were fixated followed by a dorsally placed six-hole tubular plate set with two (2) screws proximally and two (2) screws distally. Excellent fixation was noted following this procedure on (B)(6) 2014. Post-operatively, the patient was able to weight bear and activities were increased as tolerated. On (B)(6) 2015, the patient presented with achiness in the top of the foot that reportedly started two (2) weeks prior to the appointment. X-ray images taken that day confirmed plate breakage and a non-union. The patient underwent a right, first metatarsophalangeal (mtp) arthrodesis revision procedure on (B)(6) 2015 during which the previously implanted hardware was removed and a new plate with grafton putty was implanted for fixation. Micro-motion of the joint was noted during the procedure as well. The removed hardware was sent to pathology for review. The procedure was completed successfully. This report is 2 of 7 for (B)(4).

Manufacturer narrative:
"Product problem" checked in error on the initial medwatch. This report reflects only a serious injury (adverse event). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: hrs, jds. Explant date provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update description: complaint handling unit received a maude report forwarded from hospital for special surgery for med watch #(B)(4). Only additional and/or corrected information will be contained in this report. A copy of the maude event report is attached a (B)(6) female on (B)(6) 2014 underwent right first mp arthrodesis for recurrent hallux valgus deformity with arthritis by dr. (B)(6), as an ambulatory surgery procedure. Following placement of two 3.5 mm crossing screws, the six-hole tubular plate was applied dorsally with two screws proximally and two screws distally) hardware). Excellent fixation was noted. Post-operatively, the patient did well; weight-bearing & activities were increased as tolerated. As of (B)(6) 2014, the patient was to follow-up as needed. She next returned on (B)(6) 2015; she had been doing well until two weeks prior when she started to get achiness in the top of her foot and wondered if it was the hardware, as it looked prominent, and to assess the fusion. The patient underwent removal of the 1st mp joint hardware and revision of the fusion, as an ambulatory surgery procedure on (B)(6) 2015. Intro-operatively, micro-motion at the joint was noted. New screws and grafton putty were implanted for fixation. The removed hardware was sent to pathology. The histopathology report noted the two pieces of the (B)(6) 2014 right foot ap lateral oblique x-rays; post-op changes of right forefoot/screws transfixing heads of 2nd & 3rd metatarsals across healing osteotomies, hammertoe deformities w/progressive cross-over the 1st & 2nd digits, hallux valgus deformity w/mild osteophytosis in 1st mtp joint. Mid-foot osteoarthritis, preferentially affecting 2nd through 4th tar metatarsal joints. (B)(6) 2014 lateral oblique right foot; post-operative arthritis. Patient doesn't wear heels (footwear).